Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 6.0 cm to 7.2 cm from the helix end. The abrasions were around the lead in this area exposing the proximal coil.

Event description:
It was reported that the patient had a history of high ventricular capture thresholds. The right ventricular lead was removed and replaced.